Event description:
During an endoscopic saphenous vein harvesting procedure, the conical tip detached from the unit. The surgeon converted to open procedure to retrieve the conical tip. No additional pt complications were reported by the hosp.